Event description:
The pt was not receiving adequate therapeutic effect from the device and had experienced a return of symptoms. He had stated that he felt "too loose or too stiff." The pt was traveling and was seeking an hcp that would be able to turn up the pump. The pt stated that "they are having a hard time getting around". He also stated that he had been falling. The pt thought that the pump may not be delivering medication as it should be due to a drop in altitude. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).